Manufacturer narrative:
This is an alledged deficiency and is being treated as a complaint. Furthermore as the suprapubic tract needed to be refashioned (required medical intervention) this is also a reportable event. Note: the age and weight of male patient is unknown. Template requires an age, date of birth, and weight for completion. (All on this report are not accurate.)

Event description:
Dr. (B)(6) said she placed the product/device in an obese male patient. She said that the balloon came out, but she didn't know it was still inflated and, if so, to what degree. She said there was no indication of forced evulsion. In fact, she said the patient likely didn't even realize it had come out, and the product/device may have been discovered on the bed next to him. She mentioned that intra-vesical pressures con often be very high in obese patients, and this may have contributed to the evulsion. As a result of the evulsion not being discovered quickly; the patient's suprapubic tract closed up. Dr. (B)(6) said she is scheduling patient for surgery to create a new suprapubic channel.